Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, rupture, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported intracapsular rupture, silicone perspiration, ¿folds, waves," ¿rotation," ¿periprosthetic shell stage iii: the breast is hard and deformed, but no pains¿ and ¿color change." This record is for the right side. The device was explanted.